Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective circuit board. Additional findings were as follows: the volume knob was missing and the hand switch had no response. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. There was no delay, injury, or death reported. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e433 error occurred due to faulty high voltage power supply board (hvps). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.